Manufacturer narrative:
Product analysis: analysis was unable to confirm the customer comment that the programmer does not power up, however, analysis determined that the programmer stylus was worn and did not react to the cursor on the display screen. It was noted that the upper and lower handles were broken, the left and right keyboard hinges were missing, the cord bay door was missing, the bezel (touchscreen) was cracked and broken, lower cover bullets were missing, and the cooling fan was noisy. All found defective parts were replaced and all other identified issues were resolved. The device then passed all final functional tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer does not power on. The programmer was returned for service. No patient complications have been reported as a result of this event. It was further reported that the programmer stylus tested out of specification during manufacturer's analysis.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.